Event description:
Reporter indicated that damage to the pt's lead was suspected as a result of a head MRI. It was reported that the pt had developed a subdural hydroma from the MRI. Explant of the vns therapy system is being considered since the pt requires add'l MRI's due to the medical condition. Investigation to date has been unable to determine why damage to the lead is suspected and whether or not there was a device failure.